Event description:
An analysis was performed on the returned serial cable and the reported complaint was identified. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the handheld computer and wand. The most likely cause for the wire break can be associated with mishandling of the serial cable. No further anomalies were identified.

Event description:
A consultant reported that his programming system was unable to establish communication with any of his test generators. After troubleshooting, he believes it is the serial cable that has an issue. The serial cable was returned for analysis and completion is pending.